Event description:
It was reported that gaps of air bubbles were observed within the t:lock/lue. The customer's blood glucose level was 223-242 mg/dl.mg/dl. A correction bolus was delivered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.